Event description:
Originally, it has been claimed by the customer that the stabilizer arm assembly on the enterprise bed was damaged and came off from the sub-assembly. On (B)(6) 2014, additional information was provided: after 27 days from the bed's installation the device collapsed. An arjohuntleigh representative inspected the device and found that the radius arm (from the head end of the bed) detached from the sub-frame. The bed collapsed when the patient was lying on it and a nurse was raising it. Fortunately, there were no injuries sustained.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise bed range (including model 5000x, 8000x and 9000x), we have found two cases with a similar fault description compared to the one investigated here: bed collapsed. Unfortunately, without having detailed witness description of what occurred, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge that in part comes from previous complaint investigations. Based on the collected information, photographic evidence and findings made during the inspection of the bed conducted by an arjohuntleigh representative it has been established that the bed collapsed at the head end of the bed due to a detachment of the radius arm from the sub-frame. During the inspection it was noticed that the stabilizer arm was bent and that the retaining clip was not present. It seems the most likely that these damages occurred as a result of bed collapse - not being the cause of the event. It is also worth noting that the enterprise 8000x bed has been designed, produced and certified to meet the requirements of standard en 60601 252. The enterprise 8000x beds are passing the requirements of clauses: 201.9.4.2.3 - instability from horizontal and vertical forces, 201.9.8.3.1 - installed swl, 201.9.8.3.2. Static forces due to loading from persons or 201.9.9.8.3.1; dynamic forces due to sitting down. This confirms that the beds are stable devices which are not falling apart during usage. Therefore, we cannot foresee this kind of failure occurring in normal use and feel that there must have been some additional factors, which have led to this hazardous situation. Unfortunately, we have not been able to determine the exact cause of the event. Additionally, as with all of our devices and their components, care must be practiced so as to preserve the functionality and lifetime of the device and its components. Responsible care must be taken when using any part of a device that comes into contact with patient or user. In accordance to the product instructions for use (e.g. #746_585_2), which are supplied together with each enterprise 8000x device, maximum safe working load of the bed is 250 kg, while the maximum patient weight is 185 kg: both values should not be exceeded. Also when the bed is operated, no obstacles such as a bedside furniture should restrict the bed movements. Unfortunately, we have not been provided with the patient's weight and information about equipment used together with the bed, therefore, we are not in the position to assess if the customer has followed the recommendation from the product instruction for use. In summary, the device was being used at the time of the event for patient treatment. It failed to meet its specifications (bed collapsed), fortunately, there were no injuries sustained. Given the circumstances and the number of products in the market we shall continue to monitor for any further events of this nature and do not propose any further action at this time. Importer ref# 1419652-2014-00339.